Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05july2019. The field service engineer (fse) confirmed the reported problem. The fse replaced the touch frame to address the reported problem. The determination could not be made that the device failed to meet specifications.

Event description:
The customer reported that the touch screen is not working. The customer reported that the unit was not in use on patient.